Event description:
The device was returned to the manufacturer after being explanted due to medical judgement as the lead was noted to not be in the best position and there was no slack in the lead. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. The outer insulation had a breached depression. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and it was distorted/bent.